Event description:
Support for the viewray ends abruptly and service is no longer available effective october 25, 2023 all operations would cease, and customers that had purchased the $6 million MRI/linear accelerator, and often spent millions more to build the room/vault to house it, would no longer be able to use or support it, much less treat cancer patients with it.